Event description:
It was reported that the patient died. The 95% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A 24 x 3.50mm promus premier drug-eluting stent (des) was successfully deployed. However, the patient became unstable post-deployment and developed hypotension. The patient was transferred to the coronary care unit (ccu) and experienced cardiac arrest. Immediate cardiopulmonary resuscitation (CPR) was performed but the pressure falls down and patient got expired. The official cause of death was cardiac arrest. No autopsy was performed, and the physician could not confirm whether the death was related to the promus premier des. The procedure was completed using the same device. No further details were provided.